Event description:
It was reported that during the implant procedure the right ventricular (rv) lead lost slack and the set screw of the device was unscrewed for lead adjustment. Upon screwing the lead back in, it was noted that the screw had lodged at an angle in the port. The device was removed and the physician requested a new device. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).